Event description:
During interrogation, diagnostics showed the device configuration as "all functions off" along with a "device parameter error detected" message. The decision was made to explant the device.